Manufacturer narrative:
We reviewed the DHR for this chair, and it passed all applicable quality tests and configuration requirements, and met all specifications as ordered by the dealer when it left the facility. Following the event, the dealer ordered frame extensions which further reinforced the chair's forward stability for this customer. If more information is provided, a follow up medwatch form 3500a will be filed.

Event description:
The end user alleges that she shifted her weight in the chair, and the wheelchair tipped forward causing her to fall from the chair and fracture her left leg in two places. We have not been provided any additional information about the fall, other than these allegations, at this time.